Manufacturer narrative:
On (B)(6) 2016 11:37 am (gmt-5:00) added by (B)(6) ((B)(4)): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed. (B)(4).

Event description:
It was reported that the hospital had a patient death and it is believed that the respiratory therapist put the ventilator that was connected to the patient in stand-by mode for extended periods of time. (B)(4).